Manufacturer narrative:
(B)(4).

Event description:
It was reported session records revealed t-wave oversensing with biventricular pacing due to non-sustained right ventricular oversensing episodes that appears to be myopotential oversensing. The patient condition is stable. The oversensing episodes could not be reproduced. Initial programming adjustments did not resolve the issue. The low frequency attenuation was then disabled off. No further information is available.